Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient lives in a nursing home and had been down for three days, very lethargic, cold and clammy, and has not been out of bed (loss of therapeutic effect), which is not like him, but the patient's stimulator was showing fully charged. It was stated that the nurse used the controller that showed the stimulator was actually off, they turned it back on and patient is now responding well. Patient immediately got up and was having ice cream and pop. The caller wanted to discuss the reasons stimulation was off and why patient had to suffer for 2-3 days. Patient was totally helpless and their speech is so impaired, and not capable to do it himself. The caller stated that she was under the impression that if the stimulator was fully charged, it was not off. Potential reasons for stimulation being off were reviewed/discussed for the caller. Online tutorials were offered and sent to the caller so share with the nurses caring for the patient.